Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmer would not calibrate; the stylus and cursor were not aligned. It was noted that the upper display hinges were loose/worn. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not calibrate. The programmer was returned for repair. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.